Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant there was a rise in thresholds on the right atrial (ra) lead. The physician considered insufficient slack on the lead to be the cause of the issue. The lead was revised and remains in use. No patient complications have been reported as a result of this event.